Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2019-03340, 2029046-2019-03341, 2029046-2019-03342, 2029046-2019-03343 are related to the same incident.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: 2 patients underwent catheter ablation of atrial fibrillation and suffered hemorrhage that required surgical revision. No additional details were provided. Multiple requests for clarification have been sent to the corresponding author, but no additional details were provided at this time. If additional details will be provided this report will be updated accordingly. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected devices is thermocool smarttouch sf. Other biosense webster devices that were also used in this study: smarttouch bidirectional. Non-biosense webster devices that were also used in this study: arctic front advance, flexcath advance; medtronic, satake hotballoon, toray, treswaltz, toray. Publication details: title: improvement in the quality of life of patients with persistent or long-standing persistent atrial fibrillation after hybrid ablation. Objective: to describe changes in the quality of life of patients with non-paroxysmal af before and after a hybrid ablation. Methods: seventy-five patients (49 men, age 62.9 ± 8.45 years, 48 (64%) with long-standing persistent af) were enrolled. Patients after hybrid ablation for persistent or long-standing persistent af were prospectively studied. Article received on: 26 february 2019.